Event description:
During surgery, the drill bits could not be used. When the surgeon used 2.0mm drill bit, the drill was not functional. The surgeon tried to use a 2.3mm drill bit but it had the same issue. He then used another drill bit from hospital possession and finished the surgery. Based on preliminary product inspection on (B)(6) 2013, it was found that the tip of the drill was rounded off and some of the fragments could have been lost at the surgical site.

Manufacturer narrative:
The cutting edges of the drill had strong damage resulting from collision with hard material indicating that the drill was already used during application. The cutting edges at the tip area were completely destroyed. Furthermore, at the shaft area of the drill, scratches and grooves were seen indicating an inappropriate assembling with a non stryker-shaft coupling. Most likely the assembling to the reported jacobs chuck was not correctly performed. A functional inspection of the device with the related stryker-shaft coupling revealed a correct holding function and adequate torque transmission of the drill. The root cause for the reported event can be attributed to the collision with a hard object due to inappropriate user handling. No indications were found for any material, manufacturing or design related issue.